Event description:
The caregiver for a peritoneal dialysis (pd) patient contacted fresenius technical support and reported that a fluid leak was discovered during treatment on the liberty select cycler. The caregiver initially contacted fresenius to report an m30.1 balloon valve leak alarm that occurred twice during dwell 2. The caregiver stated the alarm had occurred earlier tonight and treatment was re-setup once with new supplies. Fresenius technical support asked whether fluid was observed and it was confirmed that fluid was leaking from the side of the liberty select cycler. It was also noted that one of the domes on the liberty cycler set had "blown up" in size. Treatment was cancelled for the night. A replacement cycler was issued to the patient. Additional information was obtained during follow-up with the patient's peritoneal dialysis registered nurses (pdrns). There was no adverse event, serious injury, or required medical intervention as a result of the reported issue. The patient used a loaner cycler from the clinic in order to complete treatment while waiting for the replacement cycler to arrive. The patient received the replacement cycler and is continuing treatment without further issue. The liberty cycler set was not returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The caregiver for a peritoneal dialysis (pd) patient contacted fresenius technical support and reported that a fluid leak was discovered during treatment on the liberty select cycler. The caregiver initially contacted fresenius to report an m30.1 balloon valve leak alarm that occurred twice during dwell 2. The caregiver stated the alarm had occurred earlier tonight and treatment was re-setup once with new supplies. Fresenius technical support asked whether fluid was observed and it was confirmed that fluid was leaking from the side of the liberty select cycler. It was also noted that one of the domes on the liberty cycler set had "blown up" in size. Treatment was cancelled for the night. A replacement cycler was issued to the patient. Additional information was obtained during follow-up with the patient's peritoneal dialysis registered nurses (pdrns). There was no adverse event, serious injury, or required medical intervention as a result of the reported issue. The patient used a loaner cycler from the clinic in order to complete treatment while waiting for the replacement cycler to arrive. The patient received the replacement cycler and is continuing treatment without further issue. The liberty cycler set was not returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.